Event description:
Patient reported adequate bg control using fingersticks, but wanted to try using the freestyle libre device to reduce need for fingersticks. Reporter claims the device came with two sensors that attaches to the arm and the first sensor gave readings not indicative of diabetes at all. Reporter claimed that he tested using his previous glucometer and found the variance ranged from 30 to 100 higher than true blood glucose values. Patient claims to have contacted abbott and that his wife is a pharmacist and ensured there was no usage error. Patient reports continuing to use the product.